Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Event description:
It was reported that the leadless pacemaker was found in MRI (magnetic resonance imaging) mode. The patient has not had any mris and the device was not programmed to MRI mode. Programming changes were made to restore the device. The patient was stable.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.